Event description:
It was reported that the pump stopped fill tubing at 9.8 units during the load process. Contact tried fill tubing with the same cartridge again, but had the same issue. On the third attempt, the contact was able to complete the load process, but the fill estimate was inaccurate. In addition, the cartridge smelled of insulin. The customer's blood glucose level was elevated, but customer corrected it with an insulin shot.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.